Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated through the wall of her uterus") and pelvic pain ("chronic pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menstruation irregular ("irregular menstruation") and device difficult to use ("attempted removal of essure"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010) and surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010). Essure was withdrawn. At the time of the report, the uterine perforation, pelvic pain, menstruation irregular and device difficult to use outcome was unknown. The reporter considered uterine perforation, pelvic pain, menstruation irregular and device difficult to use to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and one of the coils had migrated through the wall of her uterus. She underwent an abdominal hysterectomy and bilateral salpingo-oophorectomy. The events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In addition, uterine/fallopian perforation with essure may occur, most often during insertion. In this case, no alternative explanation was provided for chronic pelvic pain. The exact date and mechanism of uterine perforation was not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated through the wall of her uterus / perforation (uterus)"), pelvic pain ("chronic pelvic pain / pain") and device expulsion ("essure device found in uterus") in a 39-year-old female patient who had essure (batch no. 654832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of essure". The patient's past medical history included gastric bypass, abdominoplasty, epilepsy, abdominal pain, weight loss, hypoglycemia, anorexia, bulimia, morbid obesity and thromboembolic event. Concurrent conditions included obesity, vaginal yeast infection, heavy periods and endometriosis of ovary. Concomitant products included oral contraceptive nos for birth control as well as bupropion (wellbutrin) since 2007, esomeprazole magnesium (nexium) since 2007 and miconazole nitrate (monistat). On (B)(6)2009, the patient had essure inserted. In december 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2010, the patient experienced rash ("rash on torso & limbs"). In september 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6)2010), surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6)2010) and surgery (bdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6)2010). Essure was removed on (B)(6)2010. At the time of the report, the uterine perforation, device expulsion, menstruation irregular, migraine, headache, weight increased and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and rash had resolved. The reporter considered device expulsion, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion a section of the left ovary shows a hemorrhagic corpus luteum, along with a follicle cyst. The fallopian tube is unremarkable. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received: reporters, concomitant disease, historical conditions and concomitant medication were added and case become medically confirmed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and one of the coils had migrated through the wall of her uterus. She underwent an abdominal hysterectomy and bilateral salpingo-oophorectomy. The events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In addition, uterine/fallopian perforation with essure may occur, most often during insertion. In this case, no alternative explanation was provided for chronic pelvic pain. The exact date and mechanism of uterine perforation was not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated through the wall of her uterus / perforation (uterus)"), pelvic pain ("chronic pelvic pain / pain") and device expulsion ("essure device found in uterus") in a 39-year-old female patient who had essure (batch no. 654832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of essure". The patient's past medical history included gastric bypass, abdominoplasty, epilepsy, abdominal pain, weight loss, hypoglycemia, anorexia, bulimia, morbid obesity and thromboembolic event. Concurrent conditions included obesity, vaginal yeast infection, heavy periods, follicular cyst of ovary and depression. Concomitant products included oral contraceptive nos for birth control as well as bupropion (wellbutrin) since 2007, esomeprazole magnesium (nexium) since 2007 and miconazole nitrate (monistat). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rash on torso & limbs"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on 22-sep-2010). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, menstruation irregular, migraine, headache, weight increased and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and rash had resolved. The reporter considered device expulsion, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on 14-dec-2009: total bilateral occlusion a section of the left ovary shows a hemorrhagic corpus luteum, along with a follicle cyst. The fallopian tube is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated through the wall of her uterus / perforation (uterus)"), pelvic pain ("chronic pelvic pain / pain") and device expulsion ("essure device found in uterus") in a 39-year-old female patient who had essure (batch no. 654832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, abdominoplasty, epilepsy, abdominal pain, weight loss, hypoglycemia, anorexia, bulimia, morbid obesity and thromboembolic event. Concurrent conditions included obesity, vaginal yeast infection, heavy periods, follicular cyst of ovary and depression. Concomitant products included oral contraceptive nos for birth control as well as bupropion hydrochloride (wellbutrin) since 2007, esomeprazole magnesium (nexium) since 2007 and miconazole nitrate (monistat). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rash on torso & limbs"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 11 months 18 days after insertion of essure. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation") and complication of device removal ("attempted removal of essure"). The patient was treated with diphenhydramine hydrochloride, ibuprofen and surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010 and bdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, menstruation irregular, complication of device removal, migraine, headache and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and rash had resolved and the weight increased was resolving. The reporter considered complication of device removal, device expulsion, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. A section of the left ovary shows a hemorrhagic corpus luteum, along with a follicle cyst. The fallopian tube is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: plaintiff fact sheet received, events onset date added, outcome of event weight gain updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the coils had migrated through the wall of her uterus / perforation (uterus)"), pelvic pain ("chronic pelvic pain / pain") and device expulsion ("essure device found in uterus") in a 39-year-old female patient who had essure (batch no. 654832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "attempted removal of essure". The patient's concurrent conditions included obesity. Concomitant products included oral contraceptive nos for birth control as well as bupropion (wellbutrin) since 2007 and esomeprazole magnesium (nexium) since 2007. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rash on torso & limbs"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010), surgery (abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010) and surgery (bdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, menstruation irregular, migraine, headache, weight increased and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and rash had resolved. The reporter considered device expulsion, fatigue, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram on (B)(6)2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Events abnormal bleeding (vaginal), rashes on torso & limbs, abnormal bleeding (menorrhagia), migraines, headaches, essure device found in uterus, weight gain, fatigue, lot number (654832), reporter, concomitant and treatment drug were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.